Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bag was emptied but still showed full. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The manufacturer representative was unable to replicate the issue and there was no ehl information related to the error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests.